Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Permanent profound personal injuries and enduring disabilities [injury]. Case description: an attorney reported that their elderly female client, now age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use since become denture dependent through the year 2010, and reported the following: profound and permanent neurological injuries that have left her unable to perform her normal, customary and daily activities, permanent profound personal injuries and enduring disabilities, and was diagnosed to have excess zinc and resulting copper depletion. Treatment: in need of constant unspecified care, has incurred unspecified medical costs. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.